Event description:
Additional information was received from the manufacturer representative (rep). The rep stated the device was verified and there was no device concerned after the fall. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID a90300 lot# serial# implanted: explanted: product type software product ID wr9220 lot# serial# implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it doesn't seem like the device is working. Patient was asked what isn't working. She said, it seems like she is incontinent a lot more with her bladder that started about a week ago. She went to charge stimulator today and it was at 90% charge. She said it has been a week and half since she charged. She thought the stimulator battery level would be down further to 30 or 40%. Patient mention the therapy never helped at night, but during the days time it has been wonderful. Since implant when she stands up in the morning it just runs and that has never stopped. When she went to recharge today she got message system error: this system has encountered an unexpected error 0x1190ba3a. Patient pressed restart multiple times and kept getting the same message. Did hard reset on recharger and handset. After resetting the handset the error code cleared. Patient showed my battery 100% and my therapy on. Patient switched to handset and communicator and checked her current setting program 7 at .9v. On the call the patient increased to 1.2v where patient could feel stimulation and it was comfortable. Told caller to monitor symptoms for a couple days and see if symptoms improve. Patient mentioned she fell about 10 days ago and she doesn't know if she did something.  Patient thinks the battery has twisted a little bit. It's the same but not the same the patient said. Patient will maintain stimulation level and will continue to track symptoms. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.